Event description:
Two blood leaks occurred with one pt at 120 minutes after start of hemodialysis treatment. Both dialyzers were at the 1st reuse. The leaks were observed with leak detector. Blood loss volume was around 200cc each case, since the blood was not returned to the pt.